Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, broken battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump was chipped around the battery compartment and had a piece missing. The customer's blood glucose level was 165 mg/dl. Standard troubleshooting was performed. The customer does not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.